Event description:
Reportedly, after firing, the anvil would not tilt. The anvil remained in the rectum, tilted the anvil and removed the device from the anus. Leakage was confirmed and the surgeon converted to a colostomy.